Event description:
It was reported that there was a por (power on reset) noted on a carelink transmission. It was further reported that the patient was fine and didn't notice being paced at 65 ppm. Because the device was programmed to vvi at 65 ppm, there was indication that reprogramming was necessary. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device and analyzed. A low severity por (power on reset) was recorded on (B)(6) 2010, from which the device should be able to fully recover.